Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the circumoral with 1 syringe of skinvive¿ by juvéderm®. The patient experienced ¿nodules/lumps at procerus adjacent to right nasolabial fold, under left nostril, and oral commissures.¿ two weeks later, the patient was treated with hylenex, 0.9 cc under left nostril, 0.1 cc right oral commissure. The following month, the patient had an ana (antinuclear antibody) performed that resulted ¿negative.¿ the patient was discharged in stable condition after refusing prednisone and taking motrin, applying heat, and arnicare cream. The patient reported ¿more nodules¿ since the last visit. The following month, the dissolved nodules had resolved but still had several other small areas and also ¿dizzy spells.¿ event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
No additional information.